Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02315, MFR#0001825034-2018-02320, MFR#0001825034-2018-02322, MFR#0001825034-2018-02324, MFR#0001825034-2018-02325 medical devices: comprehensive reverse shoulder humeral bearing pnxl-115363 ln788490; comprehensive reverse shoulder humeral tray pn115370 ln638620; comprehensive reverse shoulder glenosphere pn115310 ln785040; comprehensive reverse shoulder primary mini length stem pn113634 ln169240; comprehensive reverse shoulder glenosphere baseplate pn115330 ln364670; 115381 name: comp rvs cntrl scr 6.5x25mm st lot: 843160; 180500 name: comp locking screw 4.75x15mm lot: 618000; 180504 name: comp locking screw 4.75x35mm lot: 045540; 180504 name: comp locking screw 4.75x35mm lot: 990190; 180500 name: comp locking screw 4.75x15mm lot: 276230; 405889 name: comp rvs 2.7mm dia drl lot: 740070; 405800 name: comp. Rev shldr 9 in steinmann lot: 850910. Reported event was unable to be confirmed. Device history record (DHR)was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial shoulder procedure. Subsequently, the patient was revised due to unknown reasons six years later. The patient's total shoulder was explanted and a spacer was implanted. No further information is available.